Event description:
Additional information stated,the patient was not having concerns with their device or therapy. It was also reported, the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturer representative.

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient reportedly feels "a little shock" when he moves his arm. It is unclear if the patient was referring to his right or left arm. It was also noted that the patient was not feeling stimulation or getting symptom relief but it was then stated that he has not had a return of symptoms. It is unclear if the patient is getting therapeutic effect.

Manufacturer narrative:
Product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3387s-40 lot# v030671, implanted: 2007 (B)(6), product type lead product ID: 3387s-40 lot# v030671, implanted: 2007 (B)(6), product type lead product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID: 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(6).

Manufacturer narrative:
(B)(4).